Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting, during the cutting of the tissue, the stapler was able to fire, but there was a poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. The surgical time was extended by 30 minutes or more due to the 3 product problems. The incision was extended due to the product problem, but not more than 1 inch. The devices were replaced to complete the case. The jaws of the device locked on the tissue and the instrument were removed by flushing attraction. It was noted that the staple line did not close and the nails were gone.

Event description:
According to the reporter, during lung wedge cutting when the tissue was cut, the stapler was able to fire but there was poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. Some staples were pinned and some could not be pinned. The surgical time was extended by thirty minutes due to the three product problems. The incision was extended due to the product problem but not more than one inch. The jaws of the device locked on tissue and the instrument was removed by flushing attraction. Some staples also fell into the patient's cavity, but the doctor used flushing water to retrieve it and it was sucked out with a suction device. The patient had been able to complete the operation with one of the staplers and three reloads. But, the patient used two of the staplers, five reloads and another device. They extended the patient's hospital stay by one week. The devices were replaced to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Functionally the loading unit was loaded into a post market vigilance instrument and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the clamping mechanism was deformed that has no relationship to the reported condition. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung wedge cutting when the tissue was cut, the stapler was able to fire but there was poor staple formation (door-shaped nails, not closed into b-shaped nails) and the distal staple line was incomplete. Some staples were pinned and some could not be pinned. The surgical time was extended by thirty minutes due to the three product problems. The incision was extended due to the product problem but not more than one inch. The jaws of the device locked on tissue and the instrument was removed by flushing attraction. Some staples also fell into the patient's cavity but the doctor used flushing water to retrieve it and it was sucked out with a suction device. The operation was finished with three handles and seven reloads, including two handles and five reloads, as well as, one handle and two reloads from a different manufacturer. They extended the patient's hospital stay by one week. The devices were replaced to complete the case.